Event description:
It was reported that the surgeon was drilling a screw into a nail and missed the nail and drilled through the aiming arm instead. The surgeon was able to complete the surgery with a twenty minute delay and no harm to patient. This is report 6 of 7 for (B)(4).

Manufacturer narrative:
Event date: unknown. Additional product code: fsm. Device is an instrument and is not implanted/explanted. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. A review of the device history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional manufacture date: august 7, 2014. A review of the device history records was completed: precision edge surgical products manufactured the 4.2mm three-fluted drill bit, part 03.010.061, and lot pe02090. Initially, the part conformed to the certificate of compliance and was inspected and conformed to the synthes incoming final inspection sheet. There were no material review reports, non-conformance reports, or complaint related issues with this lot. A product development evaluation was completed: the drill bit was received in good shape with minor wear marks. No visible damage to mating surfaces. All mating parts fit together as designed. The manufacture date is august 1, 2014. The product drawing was reviewed during this evaluation. No drawing discrepancies were identified. This instrument does not have any damage related to or effect on the complaint condition. It is a concomitant device. The complaint is unconfirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.